Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death is unknown. It was reported the patient experienced chest pain and died while being transported to the hospital. At the time of presentation of chest pain, it was reported a care giver was preparing dialysis therapy for the patient. It is unknown if an autopsy was performed. No additional information is available.